Manufacturer narrative:
Unable to perform the displacement test and the cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, and fading serial number label currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was broken and couple of his buttons were not working. Customer reported that the reservoir was able to locking in place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.